Manufacturer narrative:
The device was not returned to the manufacturer for analysis. Product history records were not reviewed, as the reporter did not provide any identifiers related to the manufacturing documentation. While we were unable to determine the definitive cause of this event, our investigation reasonably suggests it is not manufacturing related. Not returned to manufacturer.

Event description:
It was reported that during insertion of the intraocular lens (iol) with the implantation system the silicone sheath came off the tip of the handpiece rod, and remained in the eye after the iol was implanted. During the physician's attempt to remove the sheath from the eye, the edge of the sheath was unknowingly caught on the iris, and caused the iris to be completely removed with the sheath as it was extracted. The iol was removed and the wound was sutured. Patient is still under treatment, and the outcome is unknown.